Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Insulin pump had a scratch on display screen. Customer's blood glucose was 5.2 mmol/l. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damaged on the electronic assembly. Moisture damaged was also found on the motor assembly. No critical pump error open book image alarm noted during testing. The insulin pump had cracked case at the corner of the belt clip rails, faded serial number label, minor scratched lcd window and cracked select button keypad overlay.